Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and high thresholds from their left ventricular (lv) lead. The lead was attempted to be repositioned but the physician decided to explant the lead and implant a new lead in a different branch. No further patient complications have been reported as a result of this event.